Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Left attune total knee revised to address pain and recurrent knee effusions, with a confirmed diagnosis of nickle metal allergy. Revising surgeon indicated that primary femur and tibia components were explanted without significant bone loss. No evidence of implant loosening or infection was reported. All-poly patella tracked well and was preserved. Femur, tibia, and insert components were replaced with competitor products. Doi: (B)(6) 2016; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.